Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was assisted with resetting pump, confirmed that malfunction did not recur after reset, and was instructed to continue using pump and to call back if any future malfunction alarms occurred.